Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the mako end effector malfunctioned.

Manufacturer narrative:
Reported event: the event reported a broken / malfunctioning end effector. No additional event information was provided. Device evaluation and results: visual inspection: the pka end effector shows no damage. The magnet for motor activation was present in trigger. Dimensional inspection: dimensional inspection was not completed as the alleged failure was not related to any dimensional characteristics. Functional inspection: the pka end effector was tested with connection to a fully functional anspach motor and rio. Three burr status checks were performed and for all test runs, the end effector functioned as designed for both trigger depress and foot pedal activation. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 10/31/2014. Complaint history review: a review of complaints related to p/n 111758, l/n 26071113 shows zero number of complaints related to the failure in this investigation. Tracking of complaints related to the 111758 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the failure of a broken end effector was not confirmed. Three burr status tests were performed and the end effector functioned as designed when activated by trigger press and foot pedal use.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the mako end effector malfunctioned.